Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. Device not returned to manufacturer.

Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2016. The original surgery was dated (B)(6) 2015. The revision surgery was a result of loosening. In the revision, the apex tibial baseplate cementless size 3 right was replaced with a cemented size 2 modular tibia with 4mm augments, 100mm x 15 stem, and a size 3 x 14mm ultra insert.